Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 1 day. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had clinical signs of tamponade (increased central venous pressure (cvp) and decreased cardiac/vad output). On (B)(6) 2018, tamponade was suspected. The decreased flows with visible blood from dressing. The patient¿s chest open and clot evacuated at bedside by CT surgery. There was no visible bleeding identified. The patient was given protamine and rapid. Blood transfusion was initiated. Right ventricular assist device (rvad) adjusted per physician during procedure down to 2600 from 3000 by end of procedure. The left ventricular assist device (lvad) adjusted from 4200 to 4600. Vaso and cardene was adjusted. The patient¿s chest left open and dressed. Additional information received on 04jun2018, a CT scan results showed the patient had severe diffuse hypoxic ischemic injury and multicompartment subdural subarachnoid intraventricular hemorrhage and right occipital temporal hematoma, with diffuse cerebral swelling, effacement of cisterns and severe tonsillar herniation. The patient expired. No additional information was provided.

Manufacturer narrative:
Updated patient's death date. Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed low flow hazard alarms, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The submitted controller event log file captured transient low flow fault flags from (B)(6) 2018 through the remainder of the log file, associated with the calculated flow decreasing to values as low as 1.8 lpm, below the low flow threshold of 2.5 lpm. These faults resulted in two low flow hazard alarms on (B)(6) 2018 which lasted approximately 18 seconds and 30 seconds, respectively. Despite the observed alarms, the pump appeared to have functioned as intended. The heartmate 3 lvas instruction for use (IFU) lists stroke, bleeding, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. In addition, this document provides an explanation of all pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. The low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow. Further, this IFU and the heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected data: reportable aware date: (B)(4) 2018.